Event description:
It was reported that a cardiac tamponade and pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a very small effusion located around right atrium and right ventricle prior to procedure. The physician performed transseptal puncture using versacross connect and trusteer watchman sheath. The implanter physician noted resistance when advancing sheath and dilator across septum. The baseline pericardial effusion slowly became larger after transeptal. The patient remained hemodynamically stable with slight drop in blood pressure. The physician proceeded to successfully implant 24mm watchman device. A pericardiocentesis was performed and drained 55cc fluid with patient still intubated. The patient had right atrium collapse seen on transesophageal echocardiogram (tee) but remained hemodynamically stable. Then, the patient was transferred to get cardio thoracic (CT) echo guided pericardiocentesis, where an additional 450cc fluid was drained. The patient was then extubated and hemodynamically stable. Patient is fully recovered and expected to be discharged 48 hours post-procedure. The patient was not under warfarin at the time of the event. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field: describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a cardiac tamponade and pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a very small effusion located around right atrium and right ventricle prior to procedure. The physician performed transseptal puncture using versacross connect and trusteer watchman sheath. The implanter physician noted resistance when advancing sheath and dilator across septum. The baseline pericardial effusion slowly became larger after transeptal. The patient remained hemodynamically stable with slight drop in blood pressure. The physician proceeded to successfully implant 24mm watchman device. A pericardiocentesis was performed and drained 55cc fluid with patient still intubated. The patient had right atrium collapse seen on transesophageal echocardiogram (tee) but remained hemodynamically stable. Then, the patient was transferred to get cardio thoracic (CT) echo guided pericardiocentesis, where an additional 450cc fluid was drained. The patient was then extubated and hemodynamically stable. Patient is fully recovered and expected to be discharged 48 hours post-procedure. The patient was not under warfarin at the time of the event. The device is not expected to be returned for analysis. It was further reported that the device was disposed post-procedure. The septum appeared stiff or fibrotic, which made it difficult to cross, according to the physician. Act was therapeutic during the procedure. Patient has been discharged and is doing well. There were no device malfunctions reported.